Event description:
It was reported that the device was at eri. Undersensing was also noted on a trans-telephonic monitor (ttm) strip. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery depletion was normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device was at elective replacement indicator. Undersensing was also noted on a trans-telephonic monitor (ttm) strip. The device was explanted and replaced. No further patient complications were reported as a result of this event.